Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Bg value was not provided. Customer alleged high bg levels were ¿probably user error¿, however, additional information was not provided. Customer declined further assistance and troubleshooting with tandem technical support. Reportedly, the customer was in contact with a health care professional to resolve the alleged issue.